Event description:
On week after placement of zenith aaa graft, the patient went to the ER with a cold, painful right leg. An angiogram revealed that some of the leg had thrombosed. A thrombectomy was performed. A flow defect was noted in the right iliac leg, so an iliac leg extension was placed. The flow defect was reduced, but not resloves, so another MFR's bare-metal stent was placed and it was resolved. The physician thinks that the flow defect may have been caused by the distal aorta being narrowed in one spot, pushing the graft material in, or that the graft fabric somehow came off the metal stent and caused the disruption of flow.